Event description:
The patient presented with congestive heart failure following an aortic valve replacement and coronary bypass procedure. A transthoracic echocardiogram revealed severe aortic insufficiency and it was reported that one of the valve's cusps appeared to be torn. A valve-in-valve procedure was performed to implant a valve from another manufacturer. The patient was in stable condition following the procedure.

Manufacturer narrative:
The results of this investigation are inconclusive since the valve remains implanted. However, there was no evidence found to suggest there was an intrinsic defect in the valve, as supported by review of the valve's device history record. The cause of the reported severe aortic insufficiency and cuspal tear remains unknown.